Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800543 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a robot-assisted laparoscopic prostatectomy, the fifth clip and after was not loaded properly; at loading, 2 clips were detached from the tip of the jaws and another 2 clips came out simultaneously. It was replaced with a new unit. No clips fell in the patient.